Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Cause was not known. Customer performed a supply change as well as administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.